Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 7 devices were received for evaluation; 1 event was duplicated during testing. The device was found to be affected by internal corrosion. The reported event was not duplicated for 6 devices; the devices were found to be within specifications for the reported event. 1 device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated. There was no patient involvement; no patient impact.